Event description:
Reportedly, the product utilized for stapling arteries or veins cut the application site unexpectedly. There were no reports of injury or ill-effects to the pt. Procedure type: parathyroidectomy.